Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector stopped working and the plastic at the jaws was melted. Nothing fell into the leg. Patient was not injured. A new device was opened to complete the case.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 08/15/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the cutting blade. There were no visual defects observed on the blade or the bipolar electrodes. A mechanical evaluation was conducted. The blue toggle was able to retract and extend the cutting blade with no physical or visual difficulties observed. The black shaft closest to the base of the jaws was observed to be melted. There were no other visual defects observed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device did activate. The bipolar cord connection was manipulated during activation. The device did activate. The device did produced steam and the saline did ¿boil¿ on the test gauze each time. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical/electronic property problem was not confirmed and the reported failure "melted;shaft" was confirmed. The certificate of conformance (c of c) was unable to be retrieved. The lot #3000234333 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/15/2022. An investigation was conducted on 08/23/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the cutting blade. There were no visual defects observed on the blade or the bipolar electrodes. A mechanical evaluation was conducted. The blue toggle was able to retract and extend the cutting blade with no physical or visual difficulties observed. The black shaft closest to the base of the jaws was observed to be melted. There were no other visual defects observed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device did activate. The bipolar cord connection was manipulated during activation. The device did activate. The device did produced steam and the saline did ¿boil¿ on the test gauze each time. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical/electronic property problem was not confirmed and the reported failure "melted;shaft" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.